Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 -15.5/+2.0/065 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2015. The lens was repositioned on (B)(6) 2015 due to lens rotation not associated to a low vault. On (B)(6) 2018 it was reported that refractive surprise and low vault with rotation were observed in the patient; the lens was exchanged for a longer lens on (B)(6) 2018 which resolved the problem. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn/bent and residue on lens. (B)(4).

Manufacturer narrative:
No similar complaint types were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -15.5/+2.0/65 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. The patient experienced lens rotation not associated to low vault. The lens was repositioned on(B)(6)2015. The problem was resolved, the lens is in position at desired axis. As of the date of MDR submission the lens remains implanted, and will not return.